Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw was removed during a procedure which was performed to address adjacent level disease progression because the surgeon didn't like its position. Two days after the procedure, the patient developed an infection which was treated during a subsequent surgical procedure.